Event description:
It was reported that multiple ams episodes due to noise in both channels were observed. The patient stated they felt a vibration every day at the same time. It was suspected that the noise might be external or possibly a connection issue. The noise did not appear as typical external noise. Further testing was recommended. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.